Manufacturer narrative:
Event date: unknown as not provided by reporter. Expiration - unknown as not provided by reporter. No consequences to the patient were noted thus far. Component separation is labeled in the IFU. Event evaluation: still under investigation.

Event description:
E-mail from cook representative (B)(6) 2013 indicated that a patient came back (the other day) for a follow up. The follow up revealed that the zsle leg placed in the contralateral limb on the lp body had separated completely. The representative stated that more information and images will be forthcoming but as of 11/04/2013, no additional information has been received.